Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 12/18/2019 and 7/1/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had an intraocular lens (iol) explanted from the left eye due to anisometropia from mechanical complication with iol. The pre-op visual acuity (va) was 20/30, post-op 20/50. There was no incision enlargement, no vitrectomy, and no sutures required. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: upon further follow-up, the date of event was provided, therefore section b3 is now updated to 6/16/2020. Also, patient had satisfactory outcomes post explant with the new j&j lens, no post operative injuries. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 8/25/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Dimensional inspection was performed (only on both haptics), and all measurements were within specifications. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.